Event description:
It was reported that the customer went to the emergency room. The customer's blood glucose (bg) level was 378 mg/dl and ketones were present. The customer was treated with long-acting insulin and was released from the emergency room the same day. The cause of this event was due to the customer's pump shutting down as a result of not being charged. The customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."